Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: if resistance is felt, determine the cause before proceeding. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous left anterior descending (lad) coronary artery. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) was inflated once to 12 atmospheres. Negative pressure was held for 3 seconds and the balloon was fully deflated upon removal; however, there was resistance with the guiding catheter during removal and force was applied. The proximal shaft separated and the distal portion was simply withdrawn. There were no adverse patient effects. A new same size nc trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6- device code 2017 clarifier: excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.